Manufacturer narrative:
Device manufacture date: this device was built from 1/7/2016 to 1/12/2016. Device evaluation: results - a sample was not returned for evaluation. A review of the device history record was performed on the reported lot number. It was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusions - the reported defects could not be identified or confirmed and cause could not be determined, as a sample was not returned for evaluation and testing. Without a sample, there was no physical evidence to confirm or to support manufacturing process related issues.

Event description:
It was reported that the needle did not retract when the button was depressed and the nurse received a needle stick injury. The nurse received baseline testing for (B)(6) per the facility's protocol. The source patient was also tested. No prophylaxis was prescribed as low risk was determined. The nurse will follow up with (B)(6) at 4 weeks and 12 weeks post incident.